Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient developed an infection. The patient had stated that the therapy wasn¿t doing her any good anyway so they removed the stimulator. The consumer told the patient they probably would realize how much the therapy was helping them once it was removed and want the stimulator put back in. The consumer explained that this is what happened so the patient had another stimulator implanted. The indication for use was spinal pain. No device issues reported.